Event description:
It was reported that the jetstream catheter and wire became stuck. A 2.4mm jetstream xc atherectomy catheter was selected to treat this patient for peripheral artery disease. The physician had treated the lesion for approximately five minutes when the jetstream catheter became bound on the wire and could no longer be advanced. It was noted that there was mild tortuosity and calcification. The jetstream catheter and wire were removed together and replaced with new devices to complete the procedure. No patient complications were reported.